Event description:
During the procedure, the hypotube of the cypher 2.25 x 8 sds was found to be broken. The hypotube was found to be only connected by the outer polymer coating. The hypotube broke about mid-shaft, while pushing the sds to try to cross the lesion. The broken sds was retrieved successfully, as it remained connected by the outer polymer sheath. There was no report of patient injury. Additional patient and procedural information was not available. Analysis of the returned device also revealed a hub crack. (B)(6) 2010.

Manufacturer narrative:
During the procedure, the hypotube of the cypher 2.25 x 8 sds broke. The hypotube broke about mid-shaft, while pushing the sds to try to cross the lesion. This product was used after another cypher product failed to cross the same lesion. The broken sds was retrieved successfully, as it remained connected by the outer polymer sheath. There was no report of patient injury. Additional patient and procedural information was not available. There were no damages noted prior to use. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. One non-sterile cypher us was received broken inside a poly pouch. The stent was found on its original position. The shaft was found broken at approximately 81.5cm from the distal tip and still connected by the outer polymer coating. The hub was found cracked where the laser printed brand is located. A review of the manufacturing documentation associated with this lot was also performed and it presented no issues during the manufacturing process that can be related to the reported complaint. Receiving inspection records for the used chassis rx cath (2.25x10mm) from abbott vascular were also reviewed, and these lots were deemed acceptable. The device was sent to a sem analysis for further investigation regarding the fracture on the shaft and the results showed that it presented evidence of reverse bending and smearing characteristics. The exact cause of the possible separation could not be conclusively determined. Cutting was discarded as the root cause since the fracture sites did not present characteristics typical of this failure mode. Regarding the damages found and reported as a secondary failure for cracked hub; according to the abbott investigation, the cidexplus product used during the decontamination process (used to decontaminate this unit prior to return to abbott vascular) combined with the polycarbonate material of the sidearm, is known to cause stress fractures, as stated on the "material compatibility" section of the advanced sterilization products (manufacturer of cidexplus) website. An investigation and assessment were also performed at cordis (B)(4) and it was concluded that the hub crack condition reported in this complaint should not be attributed to the crimp and pack process. The complaint reported as "body/shaft cracked-in patient" was confirmed. The exact cause of the failure could not conclusively be determined, however it does not appear to be related to the manufacturing process and no corrective actions will be taken at this time. Inspections are in place to prevent damaged products from leaving the facility. Difficulty crossing a lesion of an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Based on the information available, it is not possible to draw a clinical conclusion between the device and the event. However, there could be possible vessel characteristics and procedural factors (unable to cross the lesion) that may have contributed to the reported event.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.